Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 08-sept-2015 replaced cracked diluent bottle found the wash container and converter has a small leak, sent replacement over night. Also found that reagent bottle with the lid attached had fallen in the analyzer causing misalignment which in turn produced the main arm z axis errors. Removed bottle and verified the alignment successfully. Also replaced the diluent tubing as cap was cracked. The most probable cause of the reported event was fall of the reagent bottle into the analyzer and cracked diluent tubing.

Event description:
On (B)(6) 2015 the customer reported error 2036 with their aia-2000 analyzer. Customer reported getting a large number of error and also have been told they have a crack inside the tosoh. Customer requested service. The customer is unable to run e2 lhii fsh bhcg prl prog and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 lhii fsh bhcg prl prog and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.